Event description:
A customer reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer confirmed using the tandem charging cable and wall adapter, but attempts to charge the pump for 30 minutes with the current equipment, as well as a different wall adapter, were unsuccessful. The customer declined follow-up troubleshooting with tandem technical support; therefore no additional information could be obtained.